Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. The customer experienced an elevated blood glucose (bg) level. A multiple dose injection was delivered to address bg. Customer loaded a new cartridge to resolve the issue.